Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, adhesions, inflammation, chronic pain, mesh detachment and surgical intervention due to the hernia mesh device. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol mesh - composix kugel (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient had a large oval bard/davol composix kugel mesh implanted to repair a hernia defect. It is alleged that on or about (B)(6) 2006, the patient underwent surgery to revise the initial kugel mesh and a second bard/davol composix kugel mesh, medium was implanted to repair a recurrent hernia defect. On or about (B)(6) 2008, the patient underwent removal surgery of the kugel meshes and a non-bard/davol product was implanted during this procedure. Attorney alleges that the patient underwent additional revision surgery on (B)(6) 2008 and removal surgeries of one of the mesh products on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2012. Attorney alleges that the patient has suffered and will continue to suffer severe and chronic physical pain, mental anguish, multiple surgeries to remove mesh, scarring, dense adhesions, adhesions to small bowel, mobile or detached mesh, abdominal wall reconstruction, inflammation, and recurrence. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, adhesions, inflammation, chronic pain, mesh detachment and surgical intervention due to the hernia mesh device. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel(device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2005, the patient had a large oval bard/davol composix kugel mesh implanted to repair a hernia defect. It is alleged that on or about (B)(6) 2006, the patient underwent surgery to revise the initial kugel mesh and a second bard/davol composix kugel mesh, medium was implanted to repair a recurrent hernia defect. On or about (B)(6) 2008, the patient underwent removal surgery of the kugel meshes and a non-bard/davol product was implanted during this procedure. Attorney alleges that the patient underwent additional revision surgery on (B)(6) 2008 and removal surgeries of one of the mesh products on (B)(6) 2008, (B)(6) 2009 and (B)(6) 20012. Attorney alleges that the patient has suffered and will continue to suffer severe and chronic physical pain, mental anguish, multiple surgeries to remove mesh, scarring, dense adhesions, adhesions to small bowel, mobile or detached mesh, abdominal wall reconstruction, inflammation, and recurrence. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel (device #1). Per op notes, ¿a large composix kugel hernia patch (device #1) was placed into the abdominal wall.¿ (B)(6) 2006 - patient was diagnosed with ventral hernia lower abdomen thereby underwent open repair with the implant of composix kugel hernia patch (device #2). Per op notes, ¿the old scar was excised. A composix kugel hernia patch (device #2) was placed using prolene sutures.¿ (note: there is no mention/visualization of previously placed composix kugel (device #1) during this repair) (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with the removal of composix kugel hernia patch (device #2). Per op notes, ¿there was a hard mass protruding through it. Scar tissue was then excised, and composix kugel hernia patch (device #2) was removed, noted multiple adhesions. A synthetic mesh was placed." (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent repair with implant of synthetic mesh. (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent partial removal of old graft (device #1). Per op notes, ¿old scar tissue removed. There was this old graft (device #1) which was excised.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #1) and implant of ventrio st mesh (device #3). Per op notes, ¿there was some old mesh (device #1) in place that was removed. A ventrio st mesh (device #3) was placed using prolene sutures.¿